Event description:
Pet owner reported after injecting his cat, needle went through the cap and stuck in the finger during recapping the needle. Pet owner went to the hospital was given antibiotics for his swollen discolored finger.

Manufacturer narrative:
Recapping of the used syringe was indicated by consumer and this practice is not recommended by bd. No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.